Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls (qc) were within range on the day of the event. The ccc had the customer run a five test precision study with an alternate sample, which passed. A siemens headquarter support center (hsc) reviewed the instrument data. The na and cl results for the initial run for the sample in question were different by 24-28% in comparison to the repeat run and the precision study, which indicated an improper integrated multisensor technology (imt) dilution by the imt probe. There was no change to imt fluid or sensor between the initial and repeat run of the sample, which indicated that there was no lack of fluids or priming affecting the imt dilution. Hsc concluded that the cause of the event was sample specific due to presence of gel, fibrin, and/or cellular debris contained in the sample which impacted the imt dilution during the first run of the sample. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium (na), potassium (k) and chloride (cl) results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument (serial number (B)(4)), resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na, k and cl results.